Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
During a follow-up, increased capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed but no anomalies were observed. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.